Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). This email response is for your inquire of the 600.6840.5 and the 150.2100.5 error codes. Both these codes ending with a .5 indicate a log only error. The 600.6840.5 is not a true failure. This indicates the 8015 unit did not connect to the wireless network on the first attempt when powered on. The 150.2100.5 mean a loss of communications to the module and the 8015 unit for a brief moment. I would recommend to check your iui connectors for corrosion on the pins, bent pins, or broken ribs.